Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13702. It was reported that the patient presented for pacemaker exchange procedure. During the procedure, it was revealed that the right atrial lead and right ventricular lead exhibited an insulation breach near the device header. There were no other electrical anomalies. The right ventricular lead was capped and replaced on (B)(6) 2019. There was no information provided on interventions made to the right atrial lead. There were no consequences to the patient.

Event description:
New information received noted that the right atrial lead was repaired with a lead repair kit and is currently in use.